Event description:
Technician alleged that the brakes are not holding. No one was hurt or injured.

Manufacturer narrative:
The technician found the brake casters, would lock but would swivel from side to side. The technician replaced the broken brake caster, main bearing and supports to resolve the issue.